Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue delivery system. During preparation, the physician had difficulty attaching the amulet to the delivery system, however then noticed that the flush adapter was being used instead of the sheath adaptor. The amulet was advanced through the tsp and entered the appendage. The puncture was proximal, therefore "lots of movement of the sheath was done (lots of clock and anticlockwise)." The amulet was detached from the delivery cable; however, it was still in ball formation. The physician successfully pushed the sheath against the wall and re-attached the amulet to the sheath. The amulet was re-sheathed and removed. A new 25mm amplatzer amulet was successfully implanted using a new 14f amplatzer torqvue delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that during procedure the amulet device detached from the delivery cable when it was still in ball formation. Also reported that the puncture was proximal, therefore lots of movement of the sheath were done (lots of clock and anticlockwise). The sheath was pushed against the wall and amulet was re-attached to the sheath. The amulet was re-sheathed and removed. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported premature separation could not be conclusively determined, however multiple clock and counterclockwise manipulations may have possibly contributed to the reported event. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It was reported that during procedure the amulet device detached from the delivery cable when it was still in ball formation. Also reported that the puncture was proximal, therefore lots of movement of the sheath were done (lots of clock and anticlockwise). The sheath was pushed against the wall and amulet was re-attached to the sheath. The amulet was re-sheathed and removed. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported premature separation could not be conclusively determined, however multiple clock and counterclockwise manipulations may have possibly contributed to the reported event. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.